Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va04a8q, implanted: 2013 (B)(6); product type lead (B)(4).

Event description:
It was reported, the patient had a shocking or jolting sensation. It was stated ,the patient went for a MRI head scan the day prior to report and their implantable neurostimulator (ins) was on. It was noted, the patient felt painful shocking in their back the whole time the MRI was done. Reportedly, the patient felt it where the leads went in and in their perineal area or bicycle seat area. The patient stated they yelled and waved for the technician to stop the MRI but they couldn¿t see or hear her to stop the MRI. It was noted their ins was on when the MRI was done because, they didn¿t have the programmer to turn it off. Reportedly, the patient gave their device card to the MRI facility and they called and got guidelines. It was stated only a head MRI was done and the patient had an appointment scheduled with their healthcare provider for the day after report to check their ins. The patient stated, the ins seemed to be working okay since the MRI but they were so sick they couldn¿t tell up from down. It was noted, the patient had been having seizures and the wednesday and friday prior to report they were rushed to the emergency room. On wednesday, they went to the emergency room and they were released saying it was systematic. On friday, they collapsed at the healthcare provider¿s office and were unconscious for 14 hours and having seizures the entire time. The patient had been admitted to the hospital the day prior to report.

Event description:
Additional information from the healthcare provider stated the cause of the event was an MRI. It was noted it was not known if there were abnormal impedance measurements and there was no surgical intervention. The patient did not require hospitalization and their outcome was reported as no injury and patient recovered without sequelae. It was stated the device was functioning well.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.